Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high and low blood glucose. Customer also got pump communication failure and unable to upload to care link. Customer mentioned low blood glucose and had a high blood glucose of 220 mg/dl and at time of incident it was 40 mg/dl and current blood glucose was 149 mg/dl. The customer treated low blood glucose with food. Customer was unsure if auto mode was automatically delivering insulin at the time of event. Based on customer report customer does not allege pump was over delivering. The patient was disconnected during the rewind and prime sequence. Reservoir is showing the same amount of insulin as shown on the status screen. The upload kept failing at 100% and follow the procedure of resolving communication issue, however the pump still had communication failure, but her internet was not working. The device will not be returned for analysis.